Manufacturer narrative:
Concomitant medical product: 174006 protack 5mm disp in (lot# p1d0487), 174006 protack 5mm disp in (lot# p1m0499x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced an unspecified adverse outcome.